Manufacturer narrative:
Contributing factor to the reported bleeding even could be due to the patient being on blood thinners. The user's stoma retracts and protrudes on it's own which could have contributed to the rubbing and resulting bleeding of his stoma.

Event description:
It was reported that the user experienced bleeding from his stoma which he believes was a result of the lower edge of the barrier rubbing against his stoma. He went to the ER to address the bleeding as it would not stop on its own. He stated that he has always had a very vascular stoma and had been started on plavix just six weeks prior. The user has a history of kidney stones and is on plavix for his two cardiac stents. The ER nurse who was reapplying his appliance after the cauterization felt the barrier was fitting properly.